Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation, as it remains implanted. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the patient had an initial left total hip arthroplasty on (B)(6) 2021. Subsequently, the patient developed a pulmonary embolism and was hospitalized overnight, treated medically and resolved on (B)(6) 2022. Components remained implanted. Patient outcome: serious injury.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation, as it remains implanted. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the patient had an initial left total hip arthroplasty on (B)(6) 2021. Subsequently, the patient developed a pulmonary embolism and was hospitalized overnight, treated medically and resolved on (B)(6) 2022. Components remained implanted. Patient outcome: serious injury.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a complaint history review and a product hold/recall search will not be performed. This device is used for treatment. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication, it can be implied medical intervention was completed to treat the pe. H3 other text : remains implanted.

Event description:
It was reported, that: the patient had an initial left total hip arthroplasty on (B)(6) 2021. Subsequently, the patient developed a pulmonary embolism and was hospitalized overnight, treated medically and resolved on (B)(6) 2022. Components remained implanted. Patient outcome: serious injury.